Event description:
The customer contacted baxter's technical service center regarding a check supply line (csl) alarm, which occurred on the homechoice (hc) during use, during prime. There was an empty supply bag. The baxter technical service representative (tsr) explained the message and the home patient (hp) said he had a system error (se) 2240 and se 2367 earlier and was connected in prime (this complaint). The tsr reviewed the alarm log and explained to start over using new supplies or use manual bags. The hp said he had disconnected earlier and then reconnected and attempted to go through the setup sequence with the same supplies and was connected to the compromised set. They followed the above and the hc was okay. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(4) 2012, and he completed therapy that day with manual supplies. The tsr had already reviewed with him the proper aspetic techniques and procedures for disconnecting and not reusing supplies. Since then he has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the suspected use error in this complaint.